Event description:
It was reported via literature that the study subjects experienced vascular injuries and reduced blood flow. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "risk of distal embolization following atherectomy by blades-up mode of jetstream". The study referenced 80 femoropopliteal lesions that were treated with the jetstream system in a single center from march 2023 to august 2025. The primary endpoint was the occurrence of distal embolization. The secondary endpoint was the incidence of the slow-flow phenomenon. Residual stenosis was significantly lower in the blades-up (bu) group (17% vs. 25%, p= 0.043). The rate of distal embolization was significantly higher in the bu group (38% vs. 18%, p= 0.038).

Manufacturer narrative:
B3: date of event estimated to be the first date of the provided date range included in the study. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to obtain additional information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported via literature that the study subjects experienced vascular injuries and reduced blood flow. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "risk of distal embolization following atherectomy by blades-up mode of jetstream". The study referenced 80 femoropopliteal lesions that were treated with the jetstream system in a single center from march 2023 to august 2025. The primary endpoint was the occurrence of distal embolization. The secondary endpoint was the incidence of the slow-flow phenomenon. Residual stenosis was significantly lower in the blades-up (bu) group (17% vs. 25%, p= 0.043). The rate of distal embolization was significantly higher in the bu group (38% vs. 18%, p= 0.038).

Manufacturer narrative:
B3: date of event estimated to be the first date of the provided date range included in the study. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to obtain additional information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.